Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b2 and h1. It was reported that this was an emergent procedure due to the patient being in critical condition prior to the case. The goal was to deploy the valve in an 80% aortic, 20% ventricular position, but during inflation, the delivery system moved and the operator was unable to pull it back on time for a better position. The valve was implanted approximately 30% or more ventricular. The valve in valve procedure was successful. However, the patient was transferred in critical condition to the ICU due to preexisting comorbidities and health condition being compromised prior to the procedure. On post operative day 17 the patient expired due to comorbidities.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate that procedural factors (implanted too low) at initial implant contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, a patient underwent an implant of a 29mm sapien 3 valve, by transfemoral approach in aortic position. Three months and four days post-implant, a valve in valve (viv) procedure was performed using a 26 mm sapien 3. According to medical evaluation, the first valve was released too low in relation to the aortic ring and with a mild to moderate paravalvular leak. The leak occurred above the skirt and was not totally clear. The patient began to show symptoms of aortic insufficiency compatible with heart failure and it was decided to perform a new implant. The result of the viv procedure was satisfactory, although the patient's clinical condition was severe due to several comorbidities. It was stated that there was no problem with the functionality of the prosthesis. The implantation was successful, but the patient remained seriously ill in the ICU. As per medical opinion, the root cause of the event was that the implant was very low. The position that the valve was in when implanted was somewhere around 30% or more ventricular.